Event description:
Received additional information that the correct model/serial number for this event was (B)(4). There was already an event on this product. Please reference product issue (B)(4). The initial report was not needed on the p107 device.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range pacing impedance measurements in the left ventricle (lv). The wound was opened, and the associated lv lead was tested. Pacing impedance measurements were normal and within range. When the lv lead, however, was connected to this crt-d, high out of range pacing impedance measurements were observed. The physician questioned whether there was a connection issue. Technical services (ts) has been contacted to help with troubleshooting. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.